Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:32:58. During night drain cycle five, the patient's ultrafiltration reading was 1843ml, indicating the home patient drained 1528ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A service history review revealed no previous service events that could have caused or contributed to the reported condition. Should additional relevant information become available a supplemental report will be submitted.